Manufacturer narrative:
Mentor¿s psr exemption # e2007003. This report contains supplemental information for mentor psr reference number (B)(4). Device evaluation summary: according to the information received it was reported that the patient had a mammogram and afterward her breast felt strange. After she decided to remove them, it was found during explantation the left breast implant was ruptured. During evaluation of the sample it was noticed to be ruptured. Additional testing was not performed to avoid compromise the device integrity. No other anomalies were discovered. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. It could be possible the rupture occurred during the mammogram or it may be result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Reason for device explant and/or reoperation: capsular contracture baker grade unknown. Concomitant products: 550cc mentor memorygel breast implant, catalog # 3505504bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) hispanic female patient underwent a breast augmentation primary with a 550cc mentor memorygel breast implant and experienced postoperative left-sided capsular contracture baker grade unknown. The patient had severe pain and discomfort from her mammogram. Patient thought the technician was pushing too hard on her breasts, she later noticed her left breast was hard and asymmetric. As a result, the patient underwent explantation on (B)(6) 2019. During explantation procedure, it was discovered that the implant was ruptured.